Event description:
It was reported that a female patient underwent breast reconstruction revision with a 450cc mentor cpx 4 breast tissue expander on the left breast. Post-operatively, the patient's breast pocket became tight due to previous radio therapy and unspecified surgery and it became contracted over the expander. The expander folder over, was enveloped, and during inflation with a needle, it was reported to have been perforated. As a result, the patient underwent removal and replacement with a 270cc mentor memorygel breast implant (catalog: smpx270 lot: 9493141 sn: (B)(4)) on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 3, 2022, the mentor failure analysis lab received the device for evaluation. Per returned device, mentor became aware that the suspect medical device's lot number was 9425990. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the medium height te 450cc tissue expander was found to have a tear on the posterior view, measuring approximately 0.4 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this deflation. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.